Manufacturer narrative:
Additional information was received on october 21, 2015. Third party manufacturer reviewed the lot records for lot# 14fm0005 and found it met specification. Also four units of the retains were reviewed and no broken tube or separation at the joint were found. Third party manufacturer conducted a test of 12 pieces from 8 lots (including 1 from lot 14fm0005) on the tube and 4-pc cannula set for tensile strength using the production test jig. The tensile strength measured for the white inflation port was 1.78 kg and the blue irrigation port was 2.58 kg, both of which were over the minimum required tensile strength value of 1.02 kg. No previous investigations are available. After the detailed batch review, no discrepancies, non-conformances or deviations were discovered. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required, and the complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of patient involvement. Additional information has been requested. However, no additional information was available at the time of the report. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that the "white balloon inflation port became disconnected". The device was not being used on a patient.